Event description:
It was reported that the system was explanted due to infection and the patient was placed on a temporary pacer. It was later reported that the patient had (B)(6) and a fever of unknown origin. The system was replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the system was explanted due to infection and the patient was placed on a temporary pacer. It is not known if the system was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.